Event description:
It was reported by service report that the jacks could not be pumped up due to a broken weld on the foot pump pedal weldment. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Foot pump pedal weldment. The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.